Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse adjusted the large water pump. The cse cleaned out the oil bath. The cse check the probe height, cell blank and lamp energy, resulting within specifications. The cse performed calibration, quality control (qc) and precision tests, resulting within range. The cause of the discordant, falsely elevated carbon dioxide results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated carbon dioxide results were obtained on patient samples on an advia 1800 instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample, resulting within the expected clinical range. The repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated carbon dioxide results.

Manufacturer narrative:
The initial MDR 2432235-2017-00195 was filed on march 14, 2017. Correction: a correction to the date of awareness. New information changes the date when siemens became aware this met potential for safety issue (psi) criteria from february 15, 2017 to february 17, 2017.